Event description:
Same case as: 2134265-2012-00965. It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 80% stenotic lesion was located in the non-tortuous and mildly calcified right coronary artery. The physician direct stented a 4.0x12mm promus element stent in the lesion and then post dilated it with a 4.0x8mm quantum balloon. During removal of the .014 pt2 guide wire, the guide wire got stuck in the stent filaments and the traction of the guide wire "shrugged" the stent. The physician deployed an unspecified stent to treat the shortened stent and complete the procedure. No patient complications were reported that the patient's status is stable.

Event description:
Same case as: 2134265-2012-00965. It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 80% stenotic lesion was located in the non-tortuous and mildly calcified right coronary artery. The physician direct stented a 4.0x12mm promus element stent in the lesion and then post dilated it with a 4.0x8mm quantum balloon. During removal of the .014 pt2 guide wire, the guide wire got stuck in the stent filaments and the traction of the guide wire "shrugged" the stent. The physician deployed an unspecified stent to treat the shortened stent and complete the procedure. No patient complications were reported that the patient's status is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).